Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for six pts. The pt samples were retested using different methodology and the results were negative for troponin. The customer only provided patient data for two pts. The initial erroneously elevated results were not reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008 through (B)(4) 2008 investigating the event. The fse performed preventative maintenance that was due for the instrument. The fse also adjusted the substrate baseline. Furthermore, the fse performed a system check which met published performance specifications. The fse ran low and medium accutni quality controls (qc) for precision and the results were within specifications. The fse verified operation with system check and qc and results met published performance specifications. A definitive root cause could not be determined for this event. MDR # 2122870-2008-165 documents the results for pt 1. This is two of six separate MDR reports related to six pt events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02353, 02354, 02355, 02356 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.